Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error and no delivery during the fill tubing process. Customer's blood glucose level was 470 mg/dl. The customer treated their blood glucose level with an insulin injection. The customer was able to rewind. The displacement test passed. There were cracks on the corners of the lcd display and one crack that went to the back of the insulin pump. The device was not returned.